Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink continu-flo solution sets were difficult to connect to the patient. The sets had a defective luer lock end where the end was unable to thread and was stuck in place. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that there was white in the sleeve tab of the two piece luer lock body. The collar was mobility tested, and it was noted that the component was glued with solvent. The results of the mobility test were not satisfactory due to the collar not being able to move. The other components were correctly placed and according to specification. Priming was performed, and there were no issues noted. Functional flow testing was performed, and it was noted that the set worked according to specification. The reported condition was verified during the collar mobility testing. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.